Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that basket probes from the same lot were used, and all four broke during the procedure. After changing to a different lot, no further breakage occurred and the procedure was successfully completed. No negative impact in state of health reported. Additional information was received on june 22,2026. It was reported that the surgical prolongation was about an hour and extended monitoring was necessary.